Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: pump 504812 came in with a complaint regarding flow rate. Pump was infusing too fast; finished an hour-long infusion within 35 minutes. Pump was tested according to the following protocol as described in document active_800-wi-003-t007 protocol flow rate testing report rev b: 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 3. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. 4. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. 5. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Pump successfully passed all of 5 test runs using step 4: test 1 model. Test 1 through 5 were performed using calibrated tubing #b2-2967 set to reference offset -2.18 as well as weighed with scale having serial #15701238, model #fx300i, and asset #itv-eq-023. · test 1: o flow rate: 122.74 o volume infused: 19.638 o deviation: 0.37 · test 2: o flow rate: 121.29 o volume infused: 19.407 o deviation: -0.78 · test 3: o flow rate: 122.74 o volume infused: 19.639 o deviation: 0.38 · test 4: o flow rate: 122.18 o volume infused: 19.548 o deviation: -0.08 · test 5: o flow rate: 121.32 o volume infused: 19.411 o deviation: -0.76 customer did not report the flow rate used. As such could not perform test 2 to document specifications. Step 5 was not used. Reported issue not found, pump performing to specification.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A healthcare professional reported a patient was due for an hour long infusion, the pump alerted that the infusion was done, the bag was empty and the pump read that there was 10 ml remaining with 1 min and 6 sec left. However, only 35 minutes passed. The medication being infused was unknown. No patient injury reported.